Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this pacemaker exhibited oversensing of noise on both the right atrial (ra) and right ventricular (rv) channels. Pacing inhibition causing asystole was observed on the rv channel. Low out of range pacing impedance measurements of less than 200 ohms were also observed. The pacemaker remains implanted and in service. No adverse patient effects were reported.